Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It was recommended to replace the main lamp in order to resolve the error message. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the customer.

Event description:
The customer reported to olympus, the light source caused an e103 clv lamp light-up error and spare lamp light turned on. The issue was found during procedure. The intended therapeutic percutaneous nephrolithotomy (pcnl) procedure was completed without any delays. There were no reports of patient harm.